Manufacturer narrative:
(B)(4). Investigation: a device history record review was performed for provided lot number 0078182. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 11 physical samples and 4 picture samples were received for evaluation by our quality team. The pictures show 60ml syringes, however the complaint is for 20ml syringes. Two photos show embedded degraded resin, one picture shows white at the bottom of the syringe barrel and the last picture shows a syringe that is damaged but it is not possible to confirm what the damage is. Of the 11 physical samples received, 5 samples show embedded degraded resin, one has plunger rod rib damage and the additional 5 were found to be acceptable with no defects observed. The cause for the resin matter defect could have resulted during the syringe molding process where the embedded resin built up in the hot runner system and it can break loose and become molded into the components. In regards to the plunger rod damage, a jam may have happened that induced damage to the ribs.

Event description:
It was reported that 250 syringes 20ml ll bns were damaged, but still operable and 119 contained foreign matter. The following information was provided by the initial reporter: "it was reported that syringes have black/white dots and are damaged/broken. Date: (B)(6) 2020. Wo: (B)(4). Part number: 301031. Lot number: 0078182. Black/white dots: 119 pieces. Damaged/broken: 250 pieces. Total: 369 pieces".